Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) that resulted in greater than 2 seconds of asystole. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the lead was believed to have microdislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts in the lead insulation and electrocautery damage to the surface of the insulation that was concluded to be consistent with damage from the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.